Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb cable became hot while charging the pump. Customer¿s blood glucose level was 200 mg/dl. The customer continued to use pump and resume insulin delivery and a new usb cable was sent to the customer.